Event description:
A customer contacted beckman coulter inc (bci) and reported that no-foam reagent was leaking from the canister cap fitting. The customer replaced the no-foam bottle assembly and the system resumed. No injury was reported. Customer was wearing ppe.

Manufacturer narrative:
Hotline advised customer to wear ppe before troubleshooting. No-foam bottle assembly was sent to the customer for replacement.